Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communicaton pump to transmitter, lost sensor alarm, harm reported with no reported allegation of a device malfunction. The customer reported hemorrhage/bleeding which did not require treatment. The event involved product(s) mmt-7841zn, mmt-7040a. Customer reported a loss of communication between the transmitter and the pump. Led light does not blink when connected to the sensor but transmitter was confirmed to have been charged. Customer reported blood at site. Customer reports the transmitter did not blink when connected to thesensor. Transmitter led light blinked when connected back to the sensorbut transmitter was not connecting to the pump. Deleted transmitter serial number and re-paired transmitter to pump but issue persisted. Transmitter may not be communicating no further patient complications were reported. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a.